Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed. The device was inspected for damages and defects. No problems were observed. The cause of the reported infection could not be determined.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm), while wearing the device for longer than 48 hours. The patients blood glucose level had rose to over 400 mg/dl. The patient experienced symptoms of hyperglycemia as well as red irritation and purulent discharge at the pod infusion site. Once the patient had gone to their medical clinic they were diagnosed with cellulitis. The patient had lab test performed at the clinic. The patient was prescribed clindamycin (300 mg) to be taken 4 times daily as well as mupirocin (2%) to be applied 3 times daily for 10 days. The patient was at the clinic for 30-40 minutes.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.